Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux item was not showing on correct location. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined items showed up in the wrong location. A technical support specialist (tss) logged into med bank myqlink (mql) and identified that the user lacked permissions to issue medications. Another user was not credentialed to access the cabinet and tss informed that the pharmacy team needed to intervene immediately to credential the user correctly, as they were the only user onsite. Since tss was not authorized to credential users or modify permissions, they escalated the issue to the pharmacy for resolution, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ medbank tower aux item was not showing on correct location. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.